Event description:
Customer reported one sars-cov-2 tma run, (B)(4), using assay lot 278579 on panther instrument sn (B)(4) which had discrepant samples. The wl in question had 10 positives out of 76 samples, and those positives were re-aliquoted from the same collection tube for retest. When run on a cepheid platform, 4 samples had negative results. A discrepant result was confimed to be reported to one patient, but there was no adverse event from this occurrence.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found a few samples had low positive rlus, indicative of low-target concentration. Hologic product applications specialist (pas) reviewed logs and found no instrument or assay performance issues. Pas noted they cannot compare samples from different aliquots and tested on different platforms. Customer was relayed this information. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.